Manufacturer narrative:
Reported issue of clip failed to release from the catheter. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2015-02669 pertains to the first resolution clip device and manufacturer report # 3005099803-2015-02668 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, two clips could not be advanced through the sheath and when attempted to be deployed, both clips failed to release from the catheter. The clips were removed from the scope and another resolution clip device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.